Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-jan-2023 . H6: investigation summary: one protector connected to a vial was provided to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial off center, piercing the metal cap of the vial. A device history review was performed for suspected lots 2204137 and 2204136, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each lot were used for additional evaluation. All protectors were assembled using the m12 assembly fixture. In all cases, liquid could successfully move to the vial and back to the syringe without issue and no leakage between the protector and vial was observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. Testing results were reviewed for lots 2204137 and 2204136 and no issues were identified, product was verified to meet required specifications. Based on the investigation results and sample evaluation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical .

Event description:
It was reported that the leakage occurred between the bd phaseal¿ protector p50j and vial while preparing endoxan. The following information was provided by the initial reporter, translated from japanese: "during preparation of endoxan by using the protector, a small volume of fluid leaked. The expansion chamber usually remains inflated but it started to deflate in the middle of preparation."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the leakage occurred between the bd phaseal¿ protector p50j and vial while preparing endoxan. The following information was provided by the initial reporter, translated from japanese: "during preparation of endoxan by using the protector, a small volume of fluid leaked. The expansion chamber usually remains inflated but it started to deflate in the middle of preparation."